Manufacturer narrative:
Date sent: 12/02/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, bleeding occurred from the end of the staple line after the surgeon released the device. One staple in the middle of the staple line seemed to come off. Unk exactly how much blood was lost but it was a low amount. The doctor clamped the tissue with forceps and then the bleed was stopped. Case was completed with additional sutures. There was no pt consequence.